Manufacturer narrative:
Device codes should have been reported in the previous report.

Event description:
It was reported that an asymptomatic patient presented in clinic for follow up. The right ventricular lead exhibited high threshold and loss of capture . Upon x-ray lead dislodgement was confirmed. The lead was repositioned on (B)(6) 2017. The patient was in a stable condition throughout.